Event description:
Customer reported via phone call that the down and escape buttons on the insulin pump are not responding. The customer suspended the insulin pump, exercised and took a shower and attempted to change his set and noticed the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with an intermittent button response due to corroded keypad traces. No unexpected display anomaly noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.